Manufacturer narrative:
Investigation evaluation: we could not confirm the actual customer report as the devices used were not returned for evaluation. Unused devices were returned from the same lot number associated with the complaint devices. Our evaluation of the three unused returned devices was not able to confirm difficulty with deployment of the bands. However, we were able to confirm the mbl bands did not attach to varices as intended once deployed. Therefore, we confirmed inability to effectively deploy bands. The strings were fully intact and contained string knots at either end. Two groups of 6 beads were attached to each string and were in the intended location (total 12 beads). The length of the string was measured from the braided knot to the end of the braid and found to be within the appropriate manufacturing specifications. During our laboratory analysis, each mbl device was attached to a forward viewing gastroscope. The gastroscope has an accessory channel that is 2.8mm in diameter (model number olympus gif 140). The mbl barrel was attached onto the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. However, the bands did not constrict as expected and were not securely attached to the varices. Some bands would not remain on the varices and a visual examination proved the bands did not contract to their original size or shape. They remained distended. As a comparison, unused product of both expired and unexpired were also tested. The constriction and security of the bands on the varices for both the complaint product and the unused/expired product proved to be ineffective and exhibit similar identical properties. The constriction and security of the bands on the varices for the unused/unexpired product proved to be effective in regards to constriction and security on the varices. The actual used devices were not returned for evaluation prohibiting a comparison to the unused/unexpired product. Inadequate storage conditions (excessive light and heat), sterilization and/or expired latex bands could contribute to the properties exhibited during the product evaluation. However, the lot number associated with this complaint was researched to determine the manufacturing date of the actual latex bands. We can conclude from these dates that the latex bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As reported, the complainant indicated that the storage conditions of the product were at room temperature, and the product had not been sterilized. The device history for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the unused returned product did not function as intended, however, a definitive cause for this observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instruction for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal varix banding procedure, three (3) cook 6 shooter saeed multi-band ligators were used. The doctor found the subsequent bands would drop off when shooting one band or didn't shoot. The procedure was completed successfully. Clarification was requested regarding the nature of these occurrences. The reporter confirmed that these bands prematurely deployed from the barrel. See mdrs 1037905-2012-00368, 1037905-2012-00369 and 1037905-2012-00370. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.